Event description:
Reference MFR report number: 3006705815-2019-00723. Additional information was received that surgical intervention was undertaken wherein the right lead was explanted and replaced. Post-operatively, issue was resolved. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00723. It was reported that one electrode has high impedance, the patient has pain with stimulation on, and the ipg is unable to be set to MRI mode. Surgical intervention may take place to address the issue.